Event description:
Solicited call from pt who stated that for the last 10ml of the infusion, the pump is making a clicking sound; no missed dose or adverse event reported. Pt states she is tolerating. No reaction and no leaking; pharmacist advised that it may be the springs and can't explain the popping / clicking sound; this does not happen every infusion but happened the last infusion; pt has pump on hand for return, but no lot number or exp date were provided. New freedom 60 pump shipping 06/30/2020 for delivery 07/01/2020. No further info. Pump issued to infuse 18 grams of hizentra every 2 weeks subsequently. Indication: common variable immunodeficiency. Reported to (B)(6) by pt/caregiver.